Manufacturer narrative:
(B)(4). Date sent: 1/22/2021. H2: additional information received: a video was received for review. Review is in progress and not yet completed. Upon completion of video review, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 02/25/2021. D4: batch # u5dk0d. H6: component code = others (g07). During the visual analysis of one video, the following was observed: the video shows a device with the closing trigger and anvil in closed position on the hand of a person. This person presses the firing trigger and the anvil opened automatically and an abnormal movement can be seen on nozzle distal. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with six reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the thoracoscopic lobectomy. When serving the lung tissue, the first five reloads got malformed staples issue after fired, then after fired ecr60w, noted that the tissue was cut but without any staples deployed on the tissue and caused bleeding, used suture to oversew and stop bleeding. The patient's condition is currently stable. The surgeon noted that staples still in the anvil pocket and tried to fire the device, found that the jaw open when squeezing down the firing trigger.